Event description:
It was reported that there was a communication problem, which was noticed a couple of months prior to the report. The patient had been unable to recharge the implantable neurostimulator (ins) properly, even with the recharger placed above it, and was last recharged 4-5 months prior to the report. Additionally, stimulation stopped, but the patient was unsure of when this occurred. Since then, the patient experienced low back pain and bilateral leg pain which shot down to the feet. An overdischarge of the implantable neurostimulator (ins) was therefore suspected. The patient met with their healthcare provider (hcp) approximately a week later to have their device checked, at which time it was concluded that the ins was damaged and ¿not functioning anymore¿. The physician could not interrogate the ins with either the clinician programmer or the recharger. Recharging could not be performed as well. The ¿reposition antenna icon¿ appeared on the recharger even after a couple of attempts. Another attempt was made with a different recharger to no avail. The position of the ins was confirmed via x-ray and appeared to be normal; it was in the buttock within a depth of 1cm and had not flipped. The manufacturer¿s representative did not believe that all troubleshooting steps had been attempted and wanted to perform a physician recharge mode (prm). The recommendation was to have the device replaced, and the patient was deciding whether to have surgery done or not. In the meantime however, further troubleshooting was going to be performed at the patient¿s next appointment. If that failed, detailed discussions about surgery would be had with the patient¿s hcp. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that on 03/04/2015, the device was ¿forcibly¿ charged and an attempt was made to recover the device from the overdischarge. Despite ¿forcibly¿ charging the device, telemetry could not be performed using the clinician programmer even after several hours. The patient was instructed to continue charging at home. Two days later, telemetry was possible with the clinician programmer. The power-on-reset (por) was cleared and stimulation resumed. The event reportedly caused no patient complications or health hazards.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).